Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: under possible adverse effects: fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). This report is being submitted late as it has been identified in remediation. Price, a. (2008). Twenty-year survival and 10-year clinical results of the medial oxford unicompartmental knee arthroplasty. Journal of bone & joint surgery, british volume, vol. 90-b no. Supp iii., p. 579. (B)(4).

Event description:
Information was received based on review of a journal article entitled, "20-year survival and 10-year clinical results of the oxford unicompartmental knee arthroplasty." This complaint is medical revision for due to implant fracture. There has no further information provided and the patient outcome is unknown.